Manufacturer narrative:
Due to character restriction in blocked e1. E1 initial reporter name is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ impact codes ), h11 , b5, b6 , b7 , d5 , d10 , e2 , e3 , e4 , e1 (initial reporter, event siute email),g2. Corrected field: h6 (medical device ¿ problem code). The fse that encountered the issue replaced the executive processor board (0670-00-0770). The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) alarm when turned on power up test code. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarm when turned on power up test code. No harm.